Manufacturer narrative:
One used flexitip ureteral catheter was received in two segments noting the catheter to be severed 2.8cm from the tip. The catheter was found to be cut an angle; with the ends of the separated segments to be mating fractures. Point of separation is clean cut at the beginning and jagged at the bottom indicating the catheter was partially cut and then pulled to separation. The catheter was returned in its entirety, no pieces were missing. Most likely this device has been partially cut by an instrument of undetermined origin and then pulled to separation.

Event description:
We had an incident in the operating room in urology with a flexi-tip 5 fr pollack ((B)(4) and lot: u1998955). By installing a guide through the flexitip, a piece of flexitip (3 cm) is detached and is found in the kidney of the pt. We managed to recover the distal end using a basket. No harm to pt; however, this incident did add additional time to the procedure.